Manufacturer narrative:
The customer indicated the devices were discarded.

Event description:
General report received of an unspecified number of undocumented incidents of backflow of fluid from the secondary solution containers into the primary solution containers. The secondary tubing sets were being used for piggyback deliveries of unspecified medications and were connected to unspecified primary tubing sets delivering unspecified solutions. After unspecified lengths of time in use, it was noted that the solutions from the secondary containers had back flowed into the primary solution containers. The secondary tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.